Manufacturer narrative:
E1: "patient" city: (B)(6). Patient country: colombia.

Event description:
Reference number: (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set damaged cannula event on (B)(6) 2025. The infusion set was inserted in the body for 4 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011621 in question was manufactured at the reynosa site. DHR review: the lot 6011621 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 14-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly the sub-assembly, of the lot 5b00445 was manufactured according to the wi version 27 and assembled in the quickset line, on 13-feb-2025, with a total of (B)(4) units. The sub-assembly, of the lot 5b00446 was manufactured according to the wi version 27 and assembled in the quickset line, on 14-feb-2025, with a total of (B)(4) units. The sub-assembly, of the lot 5b00447 was manufactured according to the wi version 27 and assembled in the quickset line, on 14-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b00438 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 08-feb-2025, with a total of (B)(4) units. The lot 5b00439 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 11-feb-2025, with a total of (B)(4) units. The lot 5b00440 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 13-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.